Manufacturer narrative:
Investigation description. Sleep / wake button unresponsive due to foam shift.

Event description:
It was reported that the ilet display would not wake and the sleep/wake button was unresponsive, with the user needing to place the device on a charger to turn the screen on; restarts via the app and a firmware update were attempted without resolution, consistent with an unresponsive key or button and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive sleep/wake button related to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.